Manufacturer narrative:
Post-run images of the affected bcid-gn consumable revealed a patient sample leak from atop the shroud and beneath the sample cap. These leaks are often due to sample cap defects, specifically damaged or out-of-spec gaskets from a mold defect, which compromise the seal. The investigation determined that this incident is likely a rare and isolated event. Replacement materials have been provided to the customer to facilitate the resolution of the issue. In addition, an improved mold maintenance procedure was implemented at the manufacturer. The instrument can continue to be used for sample testing.

Event description:
The initial reporter alleged that there was a sample leak within the cobas eplex analyzer after running the cobas eplex blood culture identification gram negative (bcid-gn) panel. The customer reported that an alleged positive sample for neisseria meningitidis was leaked within a bay of the analyzer.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). Roche personnel deinstalled and decontaminated the instrument. He replaced the affected bay and reinstalled the instrument and confirmed its operation by running negative media runs as well as a positive control sample and obtained valid and expected results. The investigation is ongoing.